Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 lead, implanted (B)(6) 2014; 6947 lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that there was a lead impedance warning for low impedance on the left ventricular lead. The lead threshold also incr eased and is high. There was also no capture at full outputs. The lead remains in use. No patient complications have been reported as a result of this event.